Manufacturer narrative:
Batch review performed on 13 jan 2025: lot 124678: (B)(4) items manufactured and released on 19-feb-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 11 years and 7 months from the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.